Manufacturer narrative:
The returned product evaluation confirmed the distal tip had about 6-8mm missing. The catheter shaft showed signs of damage consistent with over torquing. A manufacturing record review was completed and zero nonconformances were found. The most likely root cause for this failure is damage during use.

Event description:
Spiral portion of catheter broke off in coronary artery. Retrograde access obtained and reverse cart done and stents deployed to embed spiral in arterial wall. As unable to retrieve it after multiple attempts. As reported: "the patient is fine. The piece of nylon was left behind in the artery and stented over to prevent it from moving." Unfortunately unable to give specific information about the patient due to the (B)(4) privacy laws.